Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had keypad anomaly. The customer stated that the easy bolus and esc button were unresponsive and two weeks ago it stopped working and she took out the battery for whole day and reinserted. The insulin pump froze and alarmed no delivery and customer pressed esc and act to clear it but was unable to rewind and prime the insulin pump. Customer's blood glucose was unknown. No significant events leading to the alarm were observed. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection. All buttons functioned properly. However, the insulin pump had a corroded keypad traces noted.